Event description:
A customer reported false negative results on six (6) patients with ID now covid-19 assay. This report represents three (3) of six (6). The customer reported a false negative result on a direct nasal swab with the ID now covid-19 assay performed on (B)(6) 2020. The nasal swab provided in the kit was used to swab both nostrils per the product insert instructions. Confirmation testing on a nasopharyngeal swab with hologic panther pcr assay provided positive results (cycle threshold values not provided). The customer confirmed there was no death or serious injury based on the ID now covid-19 results. The patient's treatment was not impacted or delayed based on the ID now covid-19 results. The patient was symptomatic (not further specified), and was reported to have recovered well. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.